Manufacturer narrative:
The filter set was discarded and therefore, not available for inspection. The review of the device history record of this lot and the complaint history files has shown that there were no nonconformities and no other complaints reported on this lot, which consisted of 1148 units. Prismaflex hf1400 set IFU states: "the prismaflex control unit may not be able to detect disconnections of the set from patient's catheter. Carefully observe the set and all operations while using the prismaflex system for a patient treatment." According to the analysis of data recorded by the prismaflex control unit during the treatment, the recorded pressures are below the alarm thresholds for "return disconnection" and "return pressure dropping" alarms, therefore, there is no prismaflex control unit malfunction.

Event description:
A patient sustained an undetermined amount of blood loss when the return line became disconnected from the patient's catheter. The prismaflex machine did not generate any alarms during the event. The event occurred about 38 hours after the treatment had been initiated. The return line was reconnected to the patient's catheter and the treatment was continued. During the event the patient became hypotensive with a bp 60/40 mmhg. The patient received a fluid bolus and started in a phenylephrine drip. The treatment was continued for another 3½ hours, and was then terminated with return of the blood in the extracorporeal circuit. Another prismaflex machine was obtained and another prismaflex hf1400 set was set up and primed. The treatment resumed with no further issues. The prismaflex machine was inspected by the hospital biomed technician. He verified machine calibration and functionality and performed a simulated treatment. He disconnected the return line to generate alarm. The machine functioned within specification. The machine was also inspected by a gambro service technician. He confirmed that the machine operates according specification.